Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Complaint was initially reported via e-mail and customer was contacted by telephone. Per the customer the box the syringes were delivered in had been damaged; customer stated the box of syringes was not inside the other packaging and the syringes had been exposed. Customer stated that she was not comfortable using the syringes in that condition. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.